Manufacturer narrative:
Upon further review, it has been determined that the reported device is an OEM product. Therefore, stryker does not have reporting responsibilities. The initial MDR was submitted in error.

Event description:
Mrs audrey leherle from the hospital reported the following event : " the acetabulum broke in the patient. (Installation date(B)(6) 2013). Installed in combination with: protheos cera biolox f 28 mm cm/0mm protheos head - ref: 13012802 - lot: t807 titanium tip 9 mm - ref: 4840-0009 - lot g3803953. Ceramic flanged insert for abgii 28mm cup - ref: (B)(4). - standard uncemented thelios hap rod t14 - ref : (B)(4) lot : u197 . The patient noticed that her total hip replacement was altered due to severe pain and abnormal noises. Revision on (B)(6) 2019 intervention report (B)(6) 2013 not available because the intervention did not take place in our establishment. The surgeon believes that a screw had been incorrectly positioned during the initial operation, which would have resulted in fragility and breakage "

Manufacturer narrative:
An event regarding crack/fracture involving abg ii shell and a ceramic insert was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The device was returned and material analysis noted damages "consistent with contact against the ceramic liner fragments and metal" there is no allegation of failure against the ceramic head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mrs (B)(6) from the hospital reported the following event : " the acetabulum broke in the patient. (Installation date on (B)(6) 2013) installed in combination with: protheos cera biolox f 28 mm cm/0mm protheos head - ref: (B)(4) - lot: t807. Titanium tip 9 mm - ref: (B)(4) - lot g3803953. Ceramic flanged insert for abgii 28mm cup - ref: (B)(4). Standard uncemented thelios hap rod t14. Ref : (B)(4) - lot : u197. The patient noticed that her total hip replacement was altered due to severe pain and abnormal noises. Revision on (B)(6) 2019. Intervention report 19/12/13 not available because the intervention did not take place in our establishment. The surgeon believes that a screw had been incorrectly positioned during the initial operation, which would have resulted in fragility and breakage "

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mrs (B)(6) from the hospital reported the following event : " the acetabulum broke in the patient. (Installation date (B)(6) 2013). Installed in combination with: protheos cera biolox f 28 mm cm/0mm protheos head, ref: 13012802, lot: t807. Titanium tip 9 mm, ref: 4840-0009, lot g3803953. Ceramic flanged insert for abgii 28mm cup, ref: 46148150 / 49307037 / 42641801. Standard uncemented thelios hap rod t14, ref : 111214, lot : u197. The patient noticed that her total hip replacement was altered due to severe pain and abnormal noises. Revision on (B)(6) 2019. Intervention report 19/12/13 not available because the intervention did not take place in our establishment. The surgeon believes that a screw had been incorrectly positioned during the initial operation, which would have resulted in fragility and breakage."